Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus repair center found corrosion and water intrusion in the receptacle pin. And then, more than 5 years had passed from the subject device had been manufactured. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases there was the possibility that the reported phenomenon was attributed to the following causes. The electrical contacts corroded because the user connected the video connector without drying sufficiently or with foreign objects adhered to the electrical contacts, and that communication with the endoscope failed and communication error b30 occurred.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the reported event was reproduced. Defect of the printed circuit board was noted. The reported event was caused by the defect. Corrosion and water ingress were noted. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, a communication error (b30) occurred. There was no report of patient injury associated with this event.